Manufacturer narrative:
(B)(6). The (B)(4) samples were returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5061875. Evaluating the (B)(4) sample tubes, there were some that contained fm, some had label flaws, and some had scratches on tubes. All samples evaluated had proper labels and additives amounts. Unconfirmed complaints. An absolute root cause for these incidents cannot be determined. Bd was able to confirm the customers¿ indicated failure modes. For fm, broken bow is aware of fm issues and has implemented new projects and team members focused on fm awareness and reduction. The fm appears to be airborne particulates from production environment. Label flaws were attributed to solvent on labels making ink bleed. For damaged cells, from scratches on tubes, investigation could not determine the source of damage. All evaluated tubes had proper labeling and additive amounts.

Event description:
It was reported that there are several tubes with fm and label issues from a large order of regen¿ tht® nc: 1.0ml tubes. No serious injury, blood to mucous membrane exposure or medical intervention was reported.